Event description:
The instrument was used during a laparoscopic cholecystectomy procedure. The instrument broke inside the pt's abdomen. The surgeon had to extend the port incision to retrieve the broken components. The hosp has reported that the pt's status is satisfactory.